Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels up to 28 mmol/l with reported symptom of 'dry eyes.' The patient reported no known changes in activity levels or diet. Customer support walked the patient troubleshooting the incident. The patient stated that the site was changed and there was no noted damage, leaks, or issues with the site. The patient confirmed that all of the pump settings were correct. The pump history showed one low cartridge alarm however the patient stated that there were still 14 units left in the pump. The total daily dose history appeared consistent and correctly reflected the basal and bolus totals. The patient was advised that the pump appeared to be working appropriately. The patient was advised to check the insulin being used to ensure it is not expired and to try a back up delivery plan to see if blood glucose levels resolve. This report is made based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint during the investigation. No defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The daily insulin delivery totals were reviewed and were found to correctly reflect the user's programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. The black box and alarm history show no errors or alarm related to the complaint, only typical usage was observed.